Manufacturer narrative:
Initial reporter facility name: (B)(6) hosp. Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external fluid leak and lots of air bubbles was observed due to a damaged effluent drain bag. There was no patient injury or medical intervention associated with this event. No additional information is available.